Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h8, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide-bundle of the video cable section is broken, the fiber bonding in the outer tube area (distal end) is damaged, the cover glass of the insertion section is cracked, light transmission is lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low. The issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an issue where many optical fibers were defective during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.